Event description:
It was reported that while dissecting the pocket for a routine generator change, the physician severed the pace/sense portion of the right ventricular (rv) lead in half. The pace/sense portion of the lead was subsequently capped and replaced during the generator change. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted (B)(6) 2007. (B)(4).